Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that the patient¿s lead was defective with alert high/low tones going off. The right ventricular (rv) lead alerted for high out of range impedance on the defibrillator coil. The lead also alerted for high out of range impedance on the pacing with reference to the defibrillator coil. The lead was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.